Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 peripheral orbital atherectomy device (oad) was used to do an up and over, distal anterior tibial artery (at). The vessel was pre-dilated with a non-abbott balloon, which ruptured prior orbital atherectomy treatment due to patient anatomy. The oad was being used in a vessel with a 2mm diameter. The physician attempted to treat two lesions and the treatment of first lesion was successful. When the physician started to treat the second lesion, the physician engaged rather quick and the oad auto-stopped and shut off. It was noted that the lights on the oad were still on when the device stopped spinning. The physician pressed the button a few times to disengage. It was observed tissue was wrapped on oad. The oad was stuck in the vessel and they were unable to remove it manually without additional intervention being performed. A catheter was used in an attempt to assist with the removal, but this was unsuccessful. A cutdown was performed and the device was surgically removed from the at. A patch was placed on the artery. Percutaneous transluminal angioplasty (pta) and non-abbott devices were used to complete the procedure. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported entrapment of device, device contaminated at the user facility, unexpected shutdown, device embedded in tissue, surgical intervention, and unexpected medical intervention, appears to be related to operational context. In this case, it is possible that the reported entrapment of device, device contaminated at the user facility, unexpected shutdown, device embedded in tissue, surgical intervention, and unexpected medical intervention are related to device placement and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11.

Event description:
It was reported that a diamondback 360 peripheral orbital atherectomy device (oad) was used to do an up and over, distal anterior tibial artery (at). The vessel was pre-dilated with a non-abbott balloon, which ruptured prior orbital atherectomy treatment due to patient anatomy. The oad was being used in a vessel with a 2mm diameter. The physician attempted to treat two lesions and the treatment of first lesion was successful. When the physician started to treat the second lesion, the physician engaged rather quick and the oad auto-stopped and shut off. It was noted that the lights on the oad were still on when the device stopped spinning. The physician pressed the button a few times to disengage. It was observed tissue was wrapped on oad. The oad was stuck in the vessel and they were unable to remove it manually without additional intervention being performed. A catheter was used in an attempt to assist with the removal, but this was unsuccessful. A cutdown was performed and the device was surgically removed from the at. A patch was placed on the artery. Percutaneous transluminal angioplasty (pta) and non-abbott devices were used to complete the procedure. There were no patient complications as a result of the event. The patient was in stable condition.